Event description:
It was reported the pt (B)(6) is experiencing a burning sensation at the ipg pocket. The reported discomfort is said to occur when stimulation is increased via the programmer and appears to intensify when the area in question is touched by hand. Surgical intervention was undertaken to replace the pt's ipg. The issue has reportedly resolved with implant of the new device.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.